Event description:
A pt had called lfs alleging that their meter was reading inaccurately high and that they were taken to the emergency room due to the inaccurate high readings. Medical affairs specialist called the pt in 11/2002 to obtain more info. The pt was out state for a month. Spoke with their sister and she provided add'l info. She stated that the pt got a reading of 280 mg/dl (time unknown). Pt was feeling dizzy and getting numb. Based on that reading, pt exercised, but then they felt worse, pt called their sister who told them to see a doctor. Pt called their doctor, who advised them to go to the emergency room. Pt's sister drove them to the ER (by now more than 30 minutes had passed "maybe even an hour"). The ER meter reading was 37 mg/dl. Per their sister, pt was not given any treatment - 'just gave them food and kept them under observation for 6 hours". She also stated that pt does not take any insulin or any oral medications - "pt controls their diabetes with diet. Control solution test was not run on the meter since pt did not have any control solution.